Manufacturer narrative:
The calibration monitor was acceptable. Qc recovery is within 2 sd. Precision of the instrument was acceptable. After continued troubleshooting the field service engineer (fse) found the cause to be the solenoid valves which were replaced. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The field engineering specialist was unable to determine a root cause. He has changed several solenoid valves. Precision testing was performed with acceptable results. The investigation is currently ongoing.

Event description:
The initial reporter complained of a questionable ise indirect k for gen.2 result for 1 patient tested on a cobas 4000 c (311) stand alone system. The initial potassium result was 6.33 mmol/l with a repeat result of 4.55 mmol/l. The repeat result was deemed correct. The result in question was not reported outside of the laboratory. There was no adverse event. The potassium electrode lot was w23 with an expiration date of 23-dec-2019.